Event description:
I had the essure implant in 2007. Later that year, I began to have heart palpitations for the first time in my life. They resolved within 6 months, but re-occur on occasion. I have also had a strange rash appear on my hands and arms. I have seen a dermatologist regularly since that time. Just recently, it was suggested to me that it almost seems to be an allergic reaction to a metal. I then traced that back to the essure implantation and realized that this rash began after that procedure. Also, within the last few years I have had severe cervical cramps about once every 6 months. I have had numerous gynecological procedures to determine why I am having these cramps and none of them have revealed anything. I am now believing that these cramps are related to essure.